Manufacturer narrative:
Other relevant device(s) are: product ID: 9733467, serial/lot #: unknown. Analysis of the 9735669 found insufficient information. A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that when the system was turned on and attempted to enter ent software, the system displayed a black screen with white text saying, ¿sr manager failure¿. A hard shutdown was performed and tried again but the issue persisted. Representative attempted to enter administrator appliance and was successful. There was no patient present when the issue occurred.